Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry. The alarm was due to intermittent motor stalls. The pump logs indicated that motor stalls of short duration had occurred on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. The pump contained fentanyl 15 mg/ml at a dose of 12.911 mg/day; hydromorphone (dilaudid) 30 mg/dl; bupivacaine (marcaine) 1000 mcg/dl and baclofen 200 mcg/ml. The pt had not reported any underdose symptoms; the pt was being managed medically. The pt was tentatively scheduled for replacement on (B)(6) 2010. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).